Event description:
It was reported that the volume delivered very low. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with scratched lens. Both tamper seals were missing. There was no evidence of the error recorded in the event history log. The customer reported problem was duplicated. The delivery accuracy tests found the pump to be out of the published specification. It was recommended to replace the expulsor as corrective action. The root cause of the reported issue was unknown. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). D5: operator of device: unknown.